Event description:
It was reported by medwatch trialysis catheter inserted by md at 1250 and last accessed at 0400. A new blue chuck placed under patient's head over pillow case. The eeg tech came into the room to remove the electrode stickers from forehead, and upon turning the patients head the eeg tech noticed blood pooling on blue chuck and the trialysis lumen completely detached. One nurse immediately grabbed hemostats and I clamped the lumen to stop blood from coming out. Md notified and put in order to remove trialysis. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.